Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced unexpected longevity. Also, the left ventricular (lv) lead exhibited high outputs due to varying thresholds and is not positioned well. The ICD was explanted and replaced. The lv lead remains in use, the physician decided not to replace it, but is planning on implanting an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4574 implantable pacing lead, (B)(6) 2010; 6944 implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.